Event description:
Event description guidant received information that at 19.5 months post implant, this implantable cardioverter defibrillator (ICD) was unable to be interrogated with two different guidant programmers and displayed an 'out of range' message. It was further reported that tones could not be obtained with the application of a magnet. The device was explanted and subsequently replaced with a new guidant implantable cardioverter defibrillator (ICD).